Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of 61mm diameter thoracic aortic aneurysm. The patient was originally treated for a saccular aneurysm that was close to the lsa so bypasses were needed to be performed. The physician then opted to implant the device landing distal to lcca and then used a laser to burn hole via lsa and then stenting with another manufacturer¿s stent. It was reported that a follow-up CT showed an endoleak from the atrium stent which was expanding the saccular aneurysm. The physician elected to perform a left carotid to left subclavian bypass and embolized the ostium of the left subclavian artery. The physician then implanted a valiant stent graft (28x28) proximally landing distal to the left carotid artery. Balloon inflations were then completed within the stent graft and a thoracic aortogram was completed to check for endoleaks. Two subtraction angiograms were performed and it was revealed that there was still a contrast blush that the physician thought was possibly a type ii endoleak. The procedure was completed and the patient was given protamine, the physician elected to perform normal follow up I n a month to check the possible type ii endoleak status. Per the physician the cause of the event is due to gutter leak from the atrium stent. No additional clinical sequelae were reported and the patient will be monitored by their physician.